Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The pressure sensor switch and flow control valve were replaced. The unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit had low drive gas pressure. There was no report of patient involvement.